Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer gave a correction bolus and manual injection to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.